Event description:
It was reported that this ht70 ventilator turned off. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this ht70 ventilator turned off. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed that the unit was not turning on. Sp replaced the control board to solve this issue. Additionally, the inlet filter assembly cover was replaced. The unit passed all the calibrations and tests as per manufacturer specifications at the time of service. One control board was returned to medtronic for further analysis and inspected for damage. During an inspection of the component, the c92 capacitor on the board was found to be discolored and cracked. The component could not be tested, due to the damage; therefore, the complaint of ¿turned off¿ could not duplicated. If a failure of the c92 capacitor occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the event was isolated to a damaged c92 capacitor on the control board. Analysis determined that the control board serial number was prior to the implementation of a change to address c92 failures. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.